Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor serter anomaly on the insulin pump. The customer's blood glucose level was 165 mg/dl. The customer stated that sensor got stuck in serter and sensor break. The customer was advised that the sertr will be returned for analysis and we will send 1 sensor and 1 serter as a replacement.